Event description:
Customer's mother called to report that the insulin pump alarmed no delivery. Customer's blood glucose reading was 400 mg/dl. Troubleshooting was done. Advised customer to change the entire set, reservoir, and insulin, and treat per health care professional's instructions. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window.